Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse during patient infusion. The device had been filled with 79ml of 5-fluorouracil and 14ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from december 5, 2019 - december 6, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph showed fluid inside the bladder of the device. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; however, this is not possible due to the lack of a physical sample. Therefore, the reported event could not be refuted. Based on historical complaint analysis data, the most probable cause of the condition was due to user related a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.